Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system which indicated a patient outcome of patient death. The cause of the expiration was noted as "intracranial bleed." Information provided to the manufacturer by the vad coordinator indicated that no autopsy was completed. The CT scan revealed a large intracranial hemorrhage. The patient did not have any pre-existing conditions to the event other than being on warfarin for the pump. The patient was depressed and non-complaint at times with warfarin therapy. Inr was supra therapeutic. The cause of death was related to warfarin therapy/supra therapeutic inr. The pump was disposed of.

Manufacturer narrative:
Additional information: the pump was not returned; therefore, a correlation between the device and the suspected intracranial bleed could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.